Manufacturer narrative:
Evaluation summary: as returned, the targeting guide measured within tolerance in all but one rotation/ orientation, which measured slightly oversized. A functional test was performed with the two nails that were returned and they were found to fit tight on the targeting guide. Cause cannot be definitely determined. Evaluation: device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the cm nail will not fit in the targeting guide. A different nail was opened and it would not fit either.